Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor on the same day of application. The customer was unable to self-treat and an emergency doctor was called. Upon their arrival, the customer was diagnosed with hypoglycemia and treated with oral glucose. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor on the same day of application. The customer was unable to self-treat and an emergency doctor was called. Upon their arrival, the customer was diagnosed with hypoglycemia and treated with oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor(B)(6)was returned and investigated. The sensor plug was properly seated and no issues were observed on the returned sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). Visually inspected the sensor plug assembly, no issues were observed. Sim vivo test was performed and the results were with in specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(6)